Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display and replace battery now alarm. Customer¿s blood glucose level was unknown. Customer stated that the she had a replace battery now alarm, stated that she replaced the battery and tried to clean the cap, but the screen was still blank. The customer was assisted with troubleshoot and customer reports display is blank. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. Customer states after inserting battery alarm did not display on the pump screen. Troubleshoot was performed for replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm and was reported that they were unable to review pump alarm history due to the pump screen is blank. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.